Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: a review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's hip was revised due to an early infection. A revision with replacement of the head and inlay was carried out on. The connexion gxl, +5mm lateralized liner, group 2, 32 mm was exchanged for the above and the prosthesis head was changed.